Manufacturer narrative:
Evaluation summary: the incident sample was requested but the customer has indicated that the device was disposed of by the facility. Further information has been requested regarding the issue, and if additional information is received a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced post-operative bleeding hours after the procedure in which the device was utilized. The doctor was called to the ICU to stop the bleeding. It was reported that the patient was stable but lost approximately 2 liters of blood from an omental vessel. The incident device was discarded by the customer and is not available for evaluation.